Manufacturer narrative:
(B)(4). The device has been received; however evaluation has not yet begun. A review of all batch record documents was performed for lot number h13f04145 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that misspike occurred when a uv flash continuous ambulatory peritoneal dialysis (capd) disconnect y-set was being connected to a transfer set when using a clean flash device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2 for this event.